Event description:
A hospital in indianapolis, indiana reported via our distributor that six rt280 adult evaqua 2 dual heated breathing circuit expiratory limbs had cracked connectors. No patient consequence was reported.

Manufacturer narrative:
Method: two of the complaint rt280 adult evaqua 2 dual heated breathing circuit expiratory limbs were returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: visual inspection revealed a crack on the elbow connector of both returned expiratory limbs. A lot check revealed no other complaints of this nature for lot 140410. Conclusion: the crack in the expiratory limb elbow connectors is most likely due to the additional stresses caused by the "bennett barb". The bennett barb is a proprietary internal filter used with a v200 ventilator and the port of the filter has a lip on it which is a non-standard conical connector. The connectors on the rt280 breathing circuit are standard taper connections that comply with the requirements of iso 5356-1 "anaesthetic and respiratory equipment - conical connectors". In addition the hospital was unable to confirm how long three of the six circuits were in use for, but the remaining three circuits were used for 19 days, 23 days and 19 days respectively. The rt280 breathing circuit is intended to be used for a maximum of 14 days. All rt280 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The hospital has confirmed that the subject breathing circuits were in use for multiple days before the crack was observed, which indicates that the circuits became damaged during use. The user instructions that accompany the rt280 state the following: -"check all connections are tight before use." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." -"set appropriate ventilator alarms."